Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not reported. Device is an instrument and is not implanted/explanted. A service history review for the subject device was attempted but could not be performed as the device is a lot controlled item. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery the tip of the reduction forceps broke off. The surgeon continued the procedure using another reduction forceps from the back table. There was a five second surgical delay. The procedure was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a investigation summary was conducted. The report indicates that the device was returned and reported to have broken a tip during surgery. This condition is confirmed; one of the forcep tips is broken approximately 1cm from the distal tip of the device. The device was manufactured in 11/2008 and is over six years old. The balance of the device is in fairly good condition with few visible markings along the length of the device. Drawing rev. F was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that six years of use and the possible use of excessive force during surgery led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional narrative: a service evaluation was performed. The customer reported the tip was broken. The repair technician reported the jaw broke off. The item is not repairable. The cause of the issue is unknown. This item was forwarded for further evaluation. (B)(4) was previously reported as the serial number whereas it is actually the supplier lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.